Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured instrument was received from a hospital. There was no known patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed for deviations and / or anomalies with no deviations and / or anomalies identified device history record was reviewed and no discrepancies relevant to the reported event were found. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information reported.